Manufacturer narrative:
Healthcare provider . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient was admitted to hospital. The hcp believe the pump may be causing unresponsive symptoms and the patient also experienced altered mental status. The patient started experiencing these symptoms on (B)(6) 2018 and was "basically in a comatose." The last refill was "months ago" and it was unknown if there were issues at the last refill. No alarm had went off. No further complication was reported.